Event description:
Information was received indicating that this back-up ambulatory infusion pump had de-programmed itself. It was advised that the batteries should be left in the pump at all times to keep the internal battery charged and to prevent this issue. The patient had another well-functioning pump available for use. No additional adverse patient effects were reported.